Event description:
Additional info received from the MFR on 11/24/1998: microscopic examination showed that the black foreign matter was embedded within the tip caps. Infrared analysis indicated that the material is an oxidized form of the tip cap material. The plant has since changed to a new polypropylene blend material for the tip caps. This change should help eliminate any future inclusion reports.